Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch bidirectional catheter and the patient experienced cardiac perforation requiting thoracotomy and prolonged hospitalization. It was reported that during an atrial fibrillation procedure, a cardiac perforation occurred during use of a smart touch bidirectional catheter requiring a thoracotomy. When the non-abbott ablation catheter was inserted into the sheath, it was found that there was no resistance between the sheath and the ablation catheter. It was not impossible to know whether the ablation catheter had left the sheath. This led to the ablation catheter being unsheathed but not felt by the surgeon, resulting in the catheter piercing the left atrial appendage. The patient felt chest tight and was in a state of confusion. The cardiac perforation was then confirmed with an echocardiogram. The patient was then sent to the affiliated hospital of university along with the sheath tube for a thoracotomy and is recovering in the intensive care unit (ICU). The physician alleges that the perforation occurred during the insertion of the ablation catheter into the left atrium due to the sheath.